Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the device's power on/off buttons assembly was the cause of the reported issue. The customer declined to repair the device. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device's buttons were not working. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device's buttons were not working. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.